Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 13 years and 1 months post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a 34mm mitral annuloplasty ring. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information that 13 years and 1 month post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a 29mm non-medtronic bioprosthetic valve. The reason for the replacement was reported as severe new york heart association (nyha) class iii congestive heart failure with both systolic and diastolic components due to severe prosthetic mitral regurgitation and stenosis. It was stated that there was moderate paravalvular leak in addition to degeneration of the leaflets, a mean gradient of 22mmhg and ejection fraction between 50-55%. It was reported that during the replacement procedure, it was noted that the valve was "filled with calcium". No additional adverse patient effects were reported.

Manufacturer narrative:
A4, b5, b7 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.